Event description:
Reportedly, the patient was found unresponsive on about (B)(6) 2016. Interrogation of the subject device showed several ICD therapies on (B)(6) 2016. The device will be returned for analysis.

Event description:
Reportedly, the patient was found unresponsive on about (B)(6) 2016. Interrogation of the subject device showed several ICD therapies on (B)(6) 2016. The device will be returned for analysis.